Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that there was an intermittent mini drawer 1.7 failure. The field service engineer replaced the mini engine and performed preventative maintenance to resolve this issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es the drawer was failed.the customer reported that the main drawer 1.7 for fentanyl injection keeps failing.there were no adverse events or injuries reported based on this event.